Event description:
During the procedure, the cypher select + ruptured below 14atms. The target lesion was located on the obtuse marginal. The lesion was a type a lesion and was described as "straightforward". A pressure monitoring device was used. No additional information was provided.

Manufacturer narrative:
During a percutaneous coronary intervention (pci), the balloon of a cypher select + stent delivery system ruptured below 14 atmospheres during inflation. The stent was deployed and there was no reported patient injury. The target lesion being treated was the obtuse marginal described as type a and "straightforward". An unknown pressure monitoring device was used. It was unknown if the same device was used with other products without difficulty. The type of contrast used and the contrast to saline ratio used was not available. Multiple attempts to clarify the event, retrieve vessel characteristics, and procedural details were unsuccessful as information was not available. The product was returned for evaluation. One non-sterile cypher select + 2.25mm x 18mm was received coiled inside a plastic bag. Bends were observed along the stent delivery system (sds). This condition on the shaft could be related to the way the unit was shipped for analysis. The stent was not received. The balloon was already inflated. Pressurized water was applied to the catheter using an indeflator and a leak was observed at the proximal area of the balloon. Sem results showed that the balloon exhibited no evidence of external surface damage. The marker band exhibited no anomalies. The complaint unit was reviewed with the pet. There are controls in place during the manufacturing process to prevent damaged units from leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst was confirmed. The exact cause for the confirmed balloon burst could not conclusively be determined, however neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process of the unit and no corrective actions will be taken at this time. Based on the limited information available, it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation.concomitant devices included an unknown pressure monitoring device.additional information will be submitted within 30 days from receipt.